Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to emergency room after receiving inappropriate shock for atrial fibrillation with rapid ventricular response. Programming changes were recommended. Patient will continue to be monitored.